Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred occasionally between (B)(6) 2025 and (B)(6) 2025. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient reported having unspecified low cgm readings throughout the day (no specific values were reported). No bg meter comparison values were taken. The patient was wearing an omnipod insulin pump. The patient experienced some shaking and nausea. At an unspecified time later, the patient passed out. The patient could not recall when this occurred or for how long. It was also not specified what the cgm device was displaying prior to the patient becoming unconscious. She regained consciousness on her own without assistance. The patient reported taking no medication or treatment. She did not seek any assistance from a higher level of care. The patient continued to wear the same sensor. The patient was ¿fine¿ at the time of report. The root cause of the customer¿s experience was undetermined. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 9:17 am on (B)(6) 2025. The session lasted 10 days and ended when the sensor expired. There were no bg meter calibrations performed during the entire session. On the day of the alleged event there were several short periods of time in which brief sensor issues were logged. Also, on the day of the alleged event there were several glucose alerts logged. All alerts were found to have performed as intended. No additional event or patient information is available.

Event description:
It was reported that an adverse event occurred occasionally between (B)(6) 2025 and (B)(6) 2025. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient reported having unspecified low cgm readings throughout the day (no specific values were reported). No bg meter comparison values were taken. The patient was wearing an omnipod insulin pump. The patient experienced some shaking and nausea. At an unspecified time later, the patient passed out. The patient could not recall when this occurred or for how long. It was also not specified what the cgm device was displaying prior to the patient becoming unconscious. She regained consciousness on her own without assistance. The patient reported taking no medication or treatment. She did not seek any assistance from a higher level of care. The patient continued to wear the same sensor. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.